Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5190440. Common device name: scs lead, model: 3169, UDI: (B)(4), serial: (B)(6), batch: 5190440. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 5134410.

Event description:
It was reported patient's system is autoreducing. However, ipg lost communication with all external devices. As a result, patient's ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The issue was resolved through reprogramming. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had high impedances on two contacts. Programming was able to resolve the issue and restore effective therapy.